Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2 of 3. The home patient (hp) is still connected to the hc. One of the supply bags fell and became disconnected. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm by turning the hc off/on, then off/on to press go to start. The hp would finish with manual bag. No patient injury or medical intervention was indicated at the time of the initial report.